Event description:
It was reported that the bd q-syte¿ microbore single extension disconnected from the IV set tip. This occurred 3 times during use. The following information was provided by the initial reporter: "the three incidences happened that the IV set tip is disconnected accidentally which was connected to q syte single extension cat no 385105. End user is suspecting that there may be issue with one of the device used in the line. Not sure about which device has the issue. The IV set tip is luer sl"

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ microbore single extension disconnected from the IV set tip. This occurred 3 times during use. The following information was provided by the initial reporter: "the three incidences happened that the IV set tip is disconnected accidentally which was connected to q syte single extension cat no 385105. End user is suspecting that there may be issue with one of the device used in the line. Not sure about which device has the issue. The IV set tip is luer sl".

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.